Event description:
Approximate 1.5 inch portion of arterial line catheter sheared off and was retained during attempted insertion, requiring removal of foreign body and repair of right radial artery by vascular surgical team. .